Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient presented with trace diffuse lamellar keratitis in the left eye five days post lasik. The topical steroid dosage was increased and an oral steroid was prescribed. The patient noted "perfect vision". Additional information requested.